Event description:
The customer reported that while running a hepatitis core assay, summit sample handler, misread a sample barcode in position a12 as "00 e90676" instead of "013ls40676". No error message was generated. An ortho field svc engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to ortho diagnostic sys complaint number 97-04104-08.